Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were about to remove the device and found that the clips on either side of the flange were broken. They did not slide into the patient but it extended forward about 1 to 1 1/2 inches. They remove the device and replaced it.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was not confirmed. Additionally, a dimensional test was performed to the outer cannula holes and all the readings are according to specification. A visual inspection was conducted, and it was observed the flange is separated from the tube and it was noticed damage on both outer cannula holes and flange was missing a lug pin and was not received. A dimensional test was performed, both holes of the cannula diameters were measured. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.